Manufacturer narrative:
The reported events seroma-late granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "extensive silicone granuloma, acute and chronic inflammation", ¿seroma¿, rupture. Cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported "seroma", "fibrous capsule with extensive silicone granuloma, acute and chronic inflammation" and "cd 30: negative; alk-1: negative; no histologic evidence of breast implant associated anaplastic large cell lymphoma or other malignancy." Later, healthcare professional reported "ruptured breast silicone implant". This record relates to the right side. The device was explanted.

Manufacturer narrative:
Device evaluation per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. Granuloma: unable to observe through visual inspection as it is a physiological phenomenon. Seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actio. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "seroma", "fibrous capsule with extensive silicone granuloma, acute and chronic inflammation" and "cd 30: negative; alk-1: negative; no histologic evidence of breast implant associated anaplastic large cell lymphoma or other malignancy." Later, healthcare professional reported "ruptured breast silicone implant". This record relates to the right side. The device was explanted.